Manufacturer narrative:
The investigation noted that there was foam on the reagent surface. Product labeling states "avoid foam formation in all reagents and sample types (specimens, calibrators and controls)." The investigation determined the event was due to the faulty bead mixer. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable elecsys hiv combi (hiv combi) and elecsys vitamin d assay results from 4 patient samples (2 from the same patient) tested on the cobas e411 rack. Sample 1: on (B)(6) 2023, the initial hiv result was 258. The first repeat result was 0.160. The analyzer did not give a numerical result on the second rerun. The third repeat result was 261.6. The fourth repeat result was 262.1. The unit of measurement was not provided. Sample 2a: the reporter stated that the patient sample was rerun because the initial result did not match the expected result. On (B)(6) 2023, the initial vitamin d result was 120 ng/ml with a data flag. The first repeat result was 28.29 ng/ml. On (B)(6) 2023, the second repeat result was 30.10 ng/ml. The first repeat result was reported to the patient after the second repeat result was obtained. Sample 2b: on (B)(6) 2023, the initial vitamin d result was 120 ng/ml with a data flag. The repeat result was 32.45 ng/ml. The field service engineer (fse) inspected the analyzer and noted that the sample-reagent pipette needed adjustment in the reagent aspiration position. The fse then performed a z-adjustment. He also performed internal cleaning of the pipes; black pipes were changed and the thread was passed to avoid turbulence in the fluidic part. He corrected the adjustments. The issue was not resolved. Sample 3: on (B)(6) 2023, the initial vitamin d result was 120 ng/ml with a data flag. The first repeat result was 13.36 ng/ml. The second repeat result was 9.27 ng/ml. The third repeat result was 13.18 ng/ml. The fourth repeat result was 12.04 ng/ml.

Manufacturer narrative:
The vitamin d reagent lot number is 71891501 with an expiration date of 29-feb-2024. The hiv reagent lot number and the expiration date were requested but not provided. The field service representative (fsr) performed a precision check to rule out pipetting issues; the result was acceptable. The fsr also checked for reagent-handling issues. She changed the mixer arm because there were bubbles on the reagent. On her follow-up visit, she performed mechanical and software adjustments to the mixer arm. The investigation is ongoing.